Event description:
Complaint reported via medwatch: "pt was on high-flow oxygen system. System malfunctioned and water was forcefully coming out of the nasal cannula into the pt's nose and mouth, drenching her clothing and bed. Pt was gurgling and choking/aspirating water. One to one tech in room immediately notified staff and cannula was removed. Pt was hypoxic, but did return to baseline within a short period of time. In the f/u with the manufacture clinical specialist, it was immediately determined that the incorrect heater column was placed for a high flow nasal cannula set-up. The heaters are used for both for high flow nasal cannulas and for ventilator circuits." Pt current condition is fine.

Manufacturer narrative:
Assembly process and mfg procedure were reviewed and no findings that can potentially relate to the reported issue were found. A device history report (DHR) could not be conducted since the lot number was not provided. The product IFU of the kit where included the concha column states several warnings and cautions to avoid incorrectly operating the device. Product IFU states warnings "use only the supplies concha-column; other concha-column configurations are not compatible". The product was used against IFU warnings according to the customer complaint description. The customer complaint was not confirmed. However, according to the customer complaint description, "it was immediately determined that the incorrect heater column was placed for a high flow nasal cannula set-up", it was used against IFU warning. Based on the info supplied, the product was used with an incorrect concha-column, causing the issue reported.